Event description:
The hospital reported an issue with an intravenous administration set involving either the model 9525a, 9526a, or 957b multiport manifold. The nursing staff did not note which model it was. The report stated that while taking the patient to the bathroom, the nurse observed a chemotherapy leak originating from the manifold filter. There were no patient complications reported as a result of the alleged event. The chemotherapy was doxorubicin. The device lot number was not known and not provided, and additional information is not available. The device was discarded and not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Had initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation even though the device was not returned for analysis. The investigation identified several minor improvements and adjustments to increase process robustness. Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical inc defers to the patient's physician regarding medical history.